Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed approximately in early 2008. According to the complainant, leakage was found around the cap approximately 20 days after placement. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The returned device was visually examined; no visible defects were noted. A functional evaluation concluded that the duckbill valve functioned properly and the reported device leak is not confirmed.